Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was going to administer a bolus for a snack eaten and the pump calculated a bolus of 22.67 units based on a blood glucose (bg) level of 142 mg/dl and 15 grams of carbohydrates. On another instance, the pump calculated a bolus of 59.1 units for a bg of 223 mg/dl, which the customer overrode. Tandem technical support reviewed the personal profile settings and found that the correction factor was set to 1:2 rather than the intended value of 1:20. Tandem technical support advised the customer to adjust the correction factor and verified that the pump settings were correct.